Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes have low vacuum.

Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each batch number: 2094550, 2056963, and 2056949 of the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results for all batches. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2056963. Medical device expiration date: device manufacture date: 2022-02-25. Medical device lot #: 2094550. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-04-04. Medical device lot #: 2056949. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-04-04.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes have low vacuum.